Event description:
It was reported that "a broken mrs proximal tibia/krh femur presented to the surgeon with no operative report. The original surgery was done with no other information. The patient had fractured the tibial bearing component for the second time." Patient was revised.